Manufacturer narrative:
Reliability analysis could not perform the manual test to the reservoir due to the reservoir missing a septum.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer stated the damage was in the reservoir compartment where the customer said to have been insulin leaking. The customer's blood glucose level was unknown at the time of the incident. The customer sent their insulin pump back for analysis.